Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply ps1 on the mainframe was evaluated and replaced, and the voltage was adjusted to 5.2vdc. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message, which may result in a system lock up, no boot, or shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.